Event description:
It was reported that a malfunction alarm occurred. The pump was reset to resolve the issue. Additionally, it was reported that intermittent occlusion alarms occurred. There was no reported adverse impact. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.